Manufacturer narrative:
On december 20, 2017, isi received medwatch report 10-0281-2017-0014 from the hospital. The event details are provided below: the patient was admitted for robotic assisted laparoscopic cholecystectomy. During the procedure, the permanent cautery hook fell off the robot and into the patient's abdominal cavity. The instrument was removed from the patient's abdomen and discarded. No adverse outcome to the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the hook on the pch instrument broke off and fell inside the patient. Tthe broken instrument piece was retrieved from the patient and there was no harm to the patient. However, it is unknown what caused the instrument breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, while the surgeon was performing dissection of the patient's gall bladder using the permanent cautery hook (pch) instrument, the hook on the instrument broke off and fell inside the patient. The hook was removed from the patient. There was no patient harm, adverse outcome or injury due to the broken instrument piece. The planned surgical procedure was completed. On (B)(6) 2017 intuitive surgical, inc. (Isi) contacted the site's circulating nurse who initially reported this complaint. According to the circulating nurse, after the pch instrument was advanced into the patient for initial use during the surgical procedure, after approximately 10 to 15 seconds of use, it was observed that the hook on the pch instrument had broken off inside of the patient. The broken hook piece was laparoscopically removed from the patient, and the planned surgical procedure was completed with a replacement pch instrument. The circulating nurse indicated that it is unknown what caused the hook on the instrument to break off. The instrument and cannula were inspected prior to use. There was no damage to the pch instrument or the cannula observed by the surgical staff. The instrument did not make contact with any other instrument during the surgical procedure. The circulating nurse indicated that the event occurred on the instrument's last remaining life. According to the circulating nurse, the pch instrument is not available for return for failure analysis evaluation. There were no intra-operative or post-operative complications experienced by the patient due to the broken hook issue. There is no video recording of the planned surgical procedure.